Event description:
It was reported that during an anterior colon resection procedure, it was told that this was the first time she used echelon for the last four weeks by the scrub nurse. The first firing was successful. Anterior resection with ecr60g. There was about 0.5cm-long-uncut tissue so she asked for another ecr60g. After four times pulling the trigger, trigger didn't move (stuck to the handle, and didn't come forward). The surgeon tried to open its jaw pushing the release button but it didn't work. So, the surgeon pushed 'reverse button' and tried to pull the trigger again. Reverse button didn't work. Suture and harmonic used to cut 5mm tissue. No patient consequences reported. Procedure was prolonged by twenty minutes.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.